Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer contacted abbott regarding two failed axsym rubella lgg calibrations where error code 1111 (calibration check failure, master cal 1, response too large) was generated. The customer was sent a new lot of calibrators and a successful rubella lgg calibration was achieved. There was no impact to patient management reported by the customer.